Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve and double curve watchman access system (was) and two 24mm watchman laa closure device & delivery system (wds) were used. The double curve sheath was initially used and then found out that it was inadequate so the physician swapped it out and used the single curve was. The first closure device was deployed in the laa of the patient, but it did not meet release criteria and was fully recaptured. The second closure device was implanted successfully in the laa of the patient. Three hours post procedure the patient was noted to have a pericardial effusion. A pericardial drain was put in and initially drained 400cc of fluid. The drain remained in the patient over a 24 hour period and an additional 200cc of fluid were removed. The patient had been stable and recovering since the initial events. The physician believes that the pericardial effusion was caused by the transseptal puncture during the procedure since after they had done an initial transseptal puncture, there was a slight drop in blood pressure in the patient and then a st segment elevation was noted. The physician believes this to be true since the implantation of the watchman device was uneventful and there was no effusion noted during the procedure or after the implantation. Their thought was that the needle hit the left atrial wall and caused the small hole that filled over time and was not big enough during the procedure for them to know. The patient has since been discharged home and is doing fine.